Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
I was reported that the lens vaulted asymmetrically post implant. The surgeon planned to explant the lens. Additional information was requested, but was not provided.

Manufacturer narrative:
Despite attempts to obtain additional information, no additional information was provided. The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.